Event description:
It was reported that the patient presented for an explant procedure. Upon interrogation, prior to the procedure, it was noted that the right ventricular lead exhibited episodes of noise oversensing. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Updated h10: the reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual examination of the lead found an external abrasion at 15.0 to 15.4 cm from the connector pin breaching the outer insulation exposing the outer coil. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.